Event description:
The accounts biomed stated that the left foot siderail screws are stripped out and the siderail is pulled off the bed.

Manufacturer narrative:
The account replaced the left foot siderail to repair the bed.